Event description:
This case was initially received via regulatory authority (B)(6) on 18-sep-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ("pains in thighs") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pain in extremity (seriousness criterion medically significant) and myalgia ("muscular pains at least effort"). At the time of the report, the pain in extremity and myalgia outcome was unknown. The reporter provided no causality assessment for myalgia and pain in extremity with essure. The reporter commented: pains in thighs that she never felt, following a bit long journey, and then more and more often during sitting stations more or less long and now quasi systematically when she is sat down, muscular pains at least effort. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.